Event description:
It was reported that the balloon ruptured and a piece of the balloon detached in the patient's vessel. Reportedly, retrieval was not attempted. It was further reported that there were no patient complications or injuries and that the patient is in stable condition and was released from the hospital.

Manufacturer narrative:
The device was not returned for evaluation.